Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent and the superior vena cava (svc) impedance on the right ventricular (rv) lead was noted to be high and out of range. This appeared to be a chronic measurement. The lead remains in use. No patient complications have been reported as a result of this event.